Manufacturer narrative:
(B)(4). This final MDR will be the only report submitted for MFR report #3008680601-2018-00517. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report #3008680601-2018-00517. Additional patient and initial reporter information has been requested but not yet received. The manufacture and expiration dates are not available as the lot number is unknown. The product will not be returned for analysis and additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a pulserider (unknown product code/lot number) was used during a coiling procedure where detachment difficulty was experienced and the patient experienced cerebral ischemia. The physician commented that the case was quite complicated; however, was able to extensively coil the aneurysm due to the pulserider device. Difficulty was experienced during the detachment phase, as the pulserider did not detach properly and it was displaced in the carotid siphon. The system signaled a correct detachment, but when the physician pulled the push wire, it was not completely detached. The coil mass did not move. The patient had a limited frontal ischemic lesion that caused monoparesis of the right arm and dysarthria for approximately 24 hours and then improved progressively. The patient was seen on an unknown date in the middle of (B)(6) 2018 and has shown significant improvement; mrs1 was reported.

Manufacturer narrative:
Product complaint # (B)(4). This follow-up MDR will be the only report submitted for MFR report #3008680601-2018-00517. This report is being submitted to inform that MFR report #3008680601-2018-00517 is a duplicate of MFR report #3008680601-2018-00508. There was only one occurrence and it was inadvertently captured twice in our system.